Manufacturer narrative:
An event of device device deformation during implant was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 8-6mm amplatzer duct occluder was chosen for implant with a non-abbott 7f delivery sheath with an inner diameter measured 2-3mm. During procedure, the occluder had a cobra deformation and a decision was made to recapture and replace the device with a new 10-8mm amplatzer duct occluder. The complaint device did not interact with any cardiac structures during deployment, there was no angulation or kink noticed in the delivery system, and the deformed device was removed prior to release from the delivery cable. The replacement device was successfully implanted with no reported adverse patient consequences. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.